Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the shell and an opening on the radius. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., b.6., d.7., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reports rupture. The device has been explanted. This record relates to the left side.